Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent up arrow button response due to corroded keypad traces. The device had cracked reservoir tube lip, case cracked at the display window corner, minor scratched on the lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error when he was trying to administer insulin. The up button on the device was giving the customer issues. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the device to alarm. He stated he could hear the buttons clicking but they wouldn't respond, he had to push them a specific way for them to respond. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.